Event description:
It was reported that the patient presented to the clinic with discomfort. Upon evaluation, the patient was found to be experiencing diaphragmatic stimulation. The right ventricle lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.